Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
It was reported by the customer that," during pre-use check, it was found that pressure is out of specification." No patient involved.

Manufacturer narrative:
The unit was tested per documents 150009 rev. 40, 170025 rev. 36, 150127 rev. 13 and, 170310 rev. 14. During the functional test when the inspiratory pressure was checked the maximum inspiratory pressure was 83.0 cmh20. Once the initial inspection was complete the unit was opened and the inside was checked, the regulator was not locked down. The complaint is verified. The regulator may not have been pushed down all the way before close up. The device was repaired and returned to the customer. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.